Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided. It shows the luer tip damaged. It could have happened that a jam occurred in the assembly process, this syringe got stuck and got damaged. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: it could have happened that a jam occurred in the assembly process, this syringe got stuck and got damaged. Rationale: CAPA not required at this time.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip was damaged. This was discovered during use. The following information was provided by the initial reporter: damaged syringe tip. 60ml ll syringe tip was broken.